Manufacturer narrative:
10/16/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during an inguinal hernia under coelio procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.